Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Huizinga, m. (2012). Long-term follow-up of anatomic graduated component total knee arthroplasty. The journal of arthoplasty, vol. 27. No. 6, p.1190-1195.

Event description:
Information was received based on review of a journal article titled, "long-term follow-up of anatomic graduated component total knee arthroplasty¿ one patient was identified in the article that underwent revision due to aseptic loosening of the tibial plateau and patella on an unknown date. There has been no further information provided and the patient outcome is unknown.